Event description:
New information received indicated that episodes of non-sustained oversensing due to myopotential oversensing were observed. Programming change was recommended.

Event description:
It was reported that non-sustained lead noise due to t-wave oversensing was observed. The patient condition is stable. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.